Event description:
Patient underwent surgery to revise a cochlear implant device that was reported to be non functioning. Per the family, the device malfunctioned after they fell and hit their head. The original implantation occurred at another facility in (B)(6) 2015. The device that was removed will be sent back to the manufacturer.